Event description:
It was reported that during the procedure, a 7x20mm on a 135cm catheter armada 35 peripheral balloon dilatation catheter was advanced onto a 300cm supracore guide wire, into a non-abbott 6-fr sheath, to a lesion in the external iliac artery, without resistance. The armada 35 balloon was inflated to 14 atmospheres and held for 11 seconds, to dilate the lesion. When attempting to deflate the armada 35 balloon, it would not deflate. Using a non-abbott inflation device, the armada 35 balloon was then inflated to 26 atmospheres, in an attempt the burst the balloon, but the balloon did not rupture. When attempting to again deflate the balloon, it was partially deflated then removed, along with an unspecified sheath and unspecified guide wire as a single unit, without resistance felt. Lesion dilatation was considered completed. There were no adverse patient effects and no clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: supracore 300cm, inflation: boston scientific encore 26, guide cath: 7fr, sheath: 6fr terumo 45cm ccr. The device is expected to be returned for evaluation, it has not yet been received. A follow-up report will be submitted with all additional relevant information. Abbott vascular has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.